Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient left ventricular lead. This was confirmed via x-ray and resulted in loss of capture. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.